Event description:
The upmp was explanted and replaced after an implant duration of 76 months, due to battery depletion. The pump was recalled by the manufacturer, due to potential cap detachment. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Final device analysis results reveal no anomaly found - normal device function.